Manufacturer narrative:
(B)(4). Concomitant products: guide cath: terumo medical corp. 6 fr., 6fr. Heartrail iii; sheath: glidesheath slender; other: cook medical 18g. Entry needle, boston scientific namic 3 port manifold. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The whisper guide wire referenced is being filed under a separate medwatch report.

Event description:
Subsequent to the previously filed medwatch report, an update to the case decription as follows: the right radial artery was cannulated, then upon advancing the balance middleweight universal (bmw) guide wire and the non-abbott catheter, it was observed that there was a loop in the right radial artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The reported difficult to remove was not able to be confirmed in a lab environment as the difficulty was due to anatomical conditions. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the left main and left anterior descending artery. The right radial artery was cannulated, then upon advancing the balance middleweight universal (bmw) guide wire and the non-abbott catheter, it was observed that there was a loop in the left radial artery. The loop was negotiated with the bmw guide wire distally. An attempt was then made to advance the guiding catheter over a 2.5 mm balloon, but due to the tortuosity of the loop, was not able to be advanced. The balloon catheter and the guide wire were retracted, at which time it was observed that the guide wire was separated in the middle at the transition site and only the distal end of the guide wire came out. The other end was stuck into the brachial artery. A whisper guide wire was advanced to the level of the brachial artery, again through the loop, in hopes of snaring the separated guide wire, but again the whisper guide wire broke at the level of the brachial artery. The whisper guide wire was able to be retrieved with a snare. The femoral artery was continued to be cannulated, and a snare device was advanced to successfully capture the separated bmw guide wire. No additional information was provided.